Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert codes 57, 59, and 69, and multiple restarts did not resolve the malfunction, after which the user experienced elevated blood glucose with a reported peak of 331 mg/dl for a few hours. Symptoms included hyperglycemia without ketone testing, without loss of consciousness, dizziness, or other acute sequelae, and without professional medical intervention or assistance from others. Outcomes included temporary elevated glucose with no hospitalization and no long-term impairment reported. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.